Event description:
It was reported that this patient received an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) while bruising their teeth and performing push-ups. Noise/oversensing was reported and a possible electrode fracture was suspected. It was noted that provocation testing was preformed to select the most appropriate sensing vector, but the vectors which passed (primary and secondary vectors) still showed oversensing of noise. When automatic set up was performed the secondary sensing vector was selected, which was not the same vector as the last follow up where the primary sensing vector was selected. A request for technical services (ts) review was needed. The electrode remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier and implant date.

Event description:
It was reported that this patient received an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) while bruising their teeth and performing push-ups. Noise/oversensing was reported and a possible electrode fracture was suspected. It was noted that provocation testing was preformed to select the most appropriate sensing vector, but the vectors which passed (primary and secondary vectors) still showed oversensing of noise. When automatic set up was performed the secondary sensing vector was selected, which was not the same vector as the last follow up where the primary sensing vector was selected. A request for technical services (ts) review was needed. Additional information noted that the patient underwent exercise testing. The alternate sensing vector was the only sensing vector which was free from noise/oversensing, thus the alternate sensing vector was chosen with no double counting detected. The field representative noted that the signals in the alternate sensing vector were small at high rates and a few beats were undersensed. The gain was changed from 1x to 2x which helped this situation and no undersensing was detected. Ts reviewed and discussed the case as well as provided explanation of two different parts of sensing (single detection and morphology-based algorithms). The electrode remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier and implant date.

Event description:
It was reported that this patient received an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) while bruising their teeth and performing push-ups. Noise/oversensing was reported and a possible electrode fracture was suspected. It was noted that provocation testing was preformed to select the most appropriate sensing vector, but the vectors which passed (primary and secondary vectors) still showed oversensing of noise. When automatic set up was performed the secondary sensing vector was selected, which was not the same vector as the last follow up where the primary sensing vector was selected. A request for technical services (ts) review was needed. The electrode remains implanted. No adverse patient effects were reported.